Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was an attempted implant. Parameters were not ideal and repositioning was performed. However, the helix could not be extended due to entwined tissue. The lead was removed from the body, and visual inspection noted the helix became deformed. A replacement lead was utilized due to the prolonged procedure and to reduce the risk of infection. The replacement lead was successfully implanted. No adverse patient effects were reported. The attempted lead will not be returned for evaluation.